Event description:
A cervical plate screw was observed to have moved into the inferior disc space occupied by a cage one day post-operatively. A revision surgery was performed to replace the plate and screws. It was reported by health care professionals that this event occurred because the patient is obese and that spinal elements' devices did not fail to perform in any way. The revision case was completed with no further incidences. The patient is reported to be in good health, and will continue to be monitored closely.